Event description:
The customer observed an increase in falsely elevated architect stat troponin-I results for multiple samples. The initial results are positive and subsequent blood draws have been negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an increase in falsely elevated architect stat troponin-I results for multiple samples. The initial results are positive and subsequent blood draws have been negative. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the valve, manifold kit leaking. The fsr replaced the valve, manifold kit which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or the valve, manifold kit was identified.